Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator had a ventilator inoperable condition. It is unknown if the device was in use on a patient at the time of failure. Covidien technical support engineer troubleshoot this issue with the customer over the phone and suggested the breath delivery unit (bdu) printed circuit board (pcb) be replaced. Covidien was not authorized to service the device.